Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and intermittent loss of capture (loc) at high outputs. A lead fracture was observed. An invasive procedure was performed. The lead was successfully explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.